Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc board from the console was analyzed and found to have error 40260 when first installed on an in-house system, but that was resolved after the board was force programmed. The ccc board had no further issues and was behaving as expected and therefore the exact cause could not be determined. The complaint was confirmed based on the error logs, which indicates that the device may have contributed to the customer reported issue. Although the probable root cause of the issue is traced to the device, it is unable to be traced more specifically. The issue was unable to be replicated during failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a repeated non-recoverable fault 31089 indicating a communication issue between the console and tower after disconnecting a second console from the system configuration. The disconnected console was from a separate system. The technical service engineer found an error 31089 present, indicating a communication problem between the console and tower. The customer noted that they had already converted the case at the time. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: this issue occurred during one procedure. One console was from another system originally to get a dual console set up. During the customer had issue with one console and disconnected an hour previously. They then experienced errors on the second console that was still connected. Csr was unsure if they disconnected the correct console. The procedure was completed with a lap approach. There were no additional port incisions made for the procedure conversion. The defective surgeon side console was not reconnected to the system after the issue was resolved.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse could not replicate the reported error 31089 that occurred on the console (B)(6). The system sq0581 was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.